Manufacturer narrative:
A4-a6:unk. H6: work order search: one similar complaint within associated lots was found. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced refractive surprise. The lens was later exchanged for a same model, same size, different power and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
10 - product evaluation: lens was returned dry with residue/debris within a microcentrifuge vial. Visual inspection found a haptic torn lens. Dimensional and functional inspection found lens to manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).